Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage at the reservoir compartment. The customer stated that the reservoir tube lip cracked and pieces broke off when changing the reservoir. It was confirmed that due to the damage, the reservoir would not lock into place. Blood glucose level at the time of the incident was 108 mg/dl. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly noted. Insulin pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.